Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was experiencing power loss. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/23/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed multiple reboots. A visual inspection of the pump showed no damage to the battery compartment. The returned battery cap had stripped threads and was unable to secure on the returned pump or a test pump. An intermittent power loss was duplicated. A test pump was tightened on to the pump and the pump was exercised successfully for 24 hours on a 1 unit per hour basal program. The pump was opened and no internal damage or moisture was found.